Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the hand rim on the wheel was dented in due to freight damage, which confirmed the original complaint issue. The following fields were updated accordingly.

Event description:
Customer states that when the chair delivered there was concealed freight damage to the rear wheel and the handrim.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that when the chair delivered there was concealed freight damage to the rear wheel and the handrim.